Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the manifold is leaking. Additional details state that on start up, the unit would not alarm due to the power switch short circuiting.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.